Event description:
I received a false positive result from an ellume covid-19 home test. A sample collected 25 minutes later was negative by rt-pcr. While awaiting the first result, I collected another sample, which was negative by rt-lamp. The lot number printed on the package is pk0ch-h. The lot number provided by the ellume app is 21195-378. FDA safety report ID # (B)(4).